Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that their ins never really helped much and they turned both of their ins's off. They reported they had no change in bowel control for incontinence. Hcp listings were sent to the patient as they are going to get a second opinion before they decide whether or not to have ins's removed.

Event description:
The consumer reported that the patient had 2 implantable neurostimulators (inss), one for fecal and one for urinary incontinence. Both devices were not working. When the patient was implanted with their second ins for urinary incontinence, they were told to turn off their ins for fecal. The patient still had problems after a year of having the therapy for fecal incontinence. The patient was not getting answers to their questions. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information reported that the patient's troubleshooting steps taken to resolve their lack of therapeutic effect for their bowel was "n/a."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.